Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump would not advance the fluid resulting in air/occlusion alarms. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
One device was returned for analysis of complaint that the pump would not advance the fluid resulting in air/occlusion alarms. There were no services previously reported. Log events were reviewed and there are no errors related to the customer complaint. Delivery tests were performed successfully; no occlusion alarm could be replicated. All tests passed within specifications. Device was in good condition. Probable cause of complaint was the delivery test was run incorrectly or was performed with the wrong manual.